Manufacturer narrative:
During evaluation, found that the device cannot start due to a faulty motherboard. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system did not power on. The issue was found during inspection. There was no delay to treatment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 where health professional is mistakenly checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to faulty motherboard. Olympus will continue to monitor field performance for this device.